Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was unavailable and did not display. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy and declined troubleshooting and follow up from tandem technical support.